Manufacturer narrative:
Product analysis:the rod/rods where returned in 4 pieces, the approximate length of those pieces are 16mm, 104mm, 130mm, and 200mm. Damage to the fracture surface or smearing was heavy on the rods making it difficult to determine a root cause for the breakage. On two of the rod sections there is a noticeable shear lip, through the smearing there appears to be some ratchet marks leading into the lip or ledge that is approximately 50% of the way through the rod, this is consistent with overload. The thickness of the rod at the break points appears to be made to print with no undersized areas. Conclusion: after visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the rod; unable to definitively determine specific root cause of the foregoing event from the available information, mainly due to the damage done to fracture surface post breakage.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show films that include a preop ap, an immediate postop ap and several films taken later showing rod fracture and revision. Extreme scoliosis is apparent in the initial film with some degree of osteopenia. The initial postop film shows some correction of this scoliosis with a combination of rods, pedicle screws, hooks and drummond wires. The solara construct spans from t3 to l3 and was placed in 2011. Extreme scoliosis cases like this, often associated with cerebral palsy, are very high risk for failure, in even the best circumstances. The next film shows breakage of both rods in their mid-position. The upper rod is cracked and angled but not displaced. The lower rod is displaced about 2cm at the site of fracture. Hooks and pedicle screws appear to have retained position. The next film shows the revision construct of 2013. Here end to end connectors have been placed to restore continuity to the rods, on both sides. This is further augmented with a third rod held by lateral connectors that spans the thoracolumbar area where the rod failures occurred, reinforcing the lower rod. The final film shows another rod fracture below the end to end connector of the upper rod. It is reported that the lower rod construct with the third spanning rod was found to be loose.

Event description:
It was reported that a patient underwent an unknown spinal procedure from t3-l3. Approximately two years post-op, it was reported that the patient had pain. It was discovered that two rods were broken and the patient underwent a revision. Approximately one year later, it was reported that a rod was broken on one side and two rods were noted as loose on the other side. ¿we also discovered in patient around the rod, some metallosis, probably due to the shearing of the broken rods against connectors/each other.¿